Event description:
International customer reported that the suture extruded two months following an abdominal hysterectomy. The pt was returned to surgery to explant the extruding suture in 2009. The pt continued to complain of the presence of a foreign body, and was returned for a diagnostic re-exploration one month later. No abscess or foreign bodies were identified.

Manufacturer narrative:
Date sent to the FDA: 10/01/2009. The actual device associated with this event is not known. International affiliate reports the following possible products: lot: bbm099, mfg: 02/01/2009, exp: 01/31/2014. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental form will be submitted accordingly. This is one of two medwatch reports being submitted as two separate events were reported. See 2210968-2009-01111 for the other medwatch. The same pt is represented in each medwatch.